Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). The brand name of the subject device is caravel mc, which is distributed as caravel in the us. Therefore, the brand name in d1 is caravel mc as indicated in the package label of the subject device. Accordingly, the model number in d4 is crv135-19m as indicated in the package label of the subject device instead of that of the device (crv135-19p) distributed in the us. The separated catheter tip was returned for evaluation while the proximal segment of the affected caravel mc microcatheter was not returned. The tip fragment was found torn off by tensile stress at approximately 3mm from the tip end. Microscopic observation of the tip fragment found that the tip end was crushed and the middle segment was buckled. Circumferential cracks caused by stretching of the tip were observed at the proximal segment of the tip fragment. When an unused 0.014inch guide wire was inserted, a penetration hole was observed at approximately 1mm from the tip end. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the distal tip of the caravel mc microcatheter might have been bent when the microcatheter was pushed against the lesion due to the lesion and/or anatomical conditions. Because of the bend, the guide wire that was advanced could penetrate the distal tip of the catheter, causing the catheter to be stuck. As tensile stress generated with removal of the microcatheter was further applied, the catheter tip was torn off. Although it was concluded that this event was not attributed to product quality, removal of catheter fragment by additional treatment was considered an adverse event. In addition, as only the separated tip fragment was returned, it was unable to completely rule out the potentiality that some catheter fragments might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) This microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) Do not insert the guide wire by force or advance it rapidly when this microcatheter is damaged. Such manipulations may cause damage or perforation of the blood vessel. Always advance the guide wire ahead of this microcatheter before attempting any manipulation of the microcatheter. (If the guide wire is not advanced ahead of this microcatheter, the microcatheter may be damaged, and the blood vessel may be damaged or perforated.) [Precautions] 2. Important precautions: 5) when inserting the guide wire into this microcatheter which is already placed in the blood vessel, carefully operate the guide wire not to damage the microcatheter at the bend sections. [Malfunction and adverse effects] separation.

Event description:
It was reported that the tip of an asahi caravel mc microcatheter had separated during a percutaneous coronary intervention (pci) to treat a calcified chronic total occlusion (cto) in the segment #2 of the right coronary artery (rca). The caravel mc microcatheter was used with an asahi gladius ex guide wire to cross the lesion. As the caravel mc microcatheter could not be advanced through the lesion, an anchor balloon was placed in the right ventricular (rv) branch and the caravel mc microcatheter then crossed the lesion. The guide wire was then exchanged for a non-asahi run through extra floppy guide wire and an unspecified balloon was inflated to treat the lesion. Following imaging with a non-asahi alta view intravascular ultrasound (ivus) catheter found a foreign object in the peripheral segment. The separated catheter tip was retrieved by snaring. The procedure was then continued and completed successfully. It was informed that the patient was fine without any issues after the procedure.